Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had air bubbles in the tubing starting about 2 weeks ago. Customer noticed that her blood glucose level was high at 17.0 mmol/l and then she saw air bubbles in the tubing. Customer changed everything and then about a week later, they noticed that their blood glucose level was high at about 26.0 mmol/l. Customer did not see the air bubbles, but she changed her set and treated manually. This morning, the customer noticed that there was a very large air bubble at the quick release. Customer's blood glucose levels were high again. Bubbles were like large gaps in the tubing. Customer already primed the air bubbles out. Customer was advised to changed fixed prime amount back to the appropriate cannula prime amount for their infusion set. Issue was related to her box of reservoirs. Reservoirs will need to be replaced. Customer declined troubleshooting for high blood glucose levels. Customer was advised to monitor the issue. No further assistance needed.